Event description:
While manipulating the catheter in the heart it became stuck in the deflected position. An arteriogram was performed and it was noted that the peek housing at the distal end was partially separated. The catheter was straightened out into the sheath, but while pulling the catheter into the sheath the peek caught on the wall of the iliac artery causing a dissection. A stent was placed via a short sheath. The patient condition is good.